Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety shield failure occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "the safety shield was detached after hcp performed the blood collection and when tried to cover. The actual samples are 3 safety shields only." 3 occurrences were reported.

Event description:
It was reported that a safety shield failure occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "the safety shield was detached after hcp performed the blood collection and when tried to cover. The actual samples are (B)(4) safety shields only." (B)(4) occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for defective locking mechanism with the incident lot. Three pivot shields were received without the full assembly of the eclipse needles for evaluation and no issues were noted. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10